Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on december 08, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the abutment was removed on (B)(6) 2022. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on december 08, 2022 was filed inadvertently. There are no reports of infection. Per the clinic, the patient underwent a skin revision surgery under general anesthesia in order to remove the excess skin (specififc date not reported). This report is submitted on january 01, 2023.